Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error, loose drive support cap and missing segments/partial display. The customer's blood glucose value was unknown. The customer stated that he noticed ink blotches on the pump screen. The customer mentioned that the buttons are hard to push. The customer reported drive support cap to appear slightly indented. The customer performed displacement test and it passed. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act and escape buttons response due to flattened and creased button dome switches. No unlocked j2 lcd keypad connector during visual inspection. No missing segment or partial display noted. No ink blotches on the display window noted. The insulin passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.